Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported a hip revision on non-stryker items. Restoration mod. Implanted distal conical stem without any issues. We impacted the final proximal body into position. Then we started threading the locking bolt into place and the locking bolt snapped off at approximately 140 foot pounds. It was then deemed by the surgeon that the implants were left in place. Pt does not have a locking bolt in place.